Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon review of the stored electrograms it was noted that the implantable cardiac defibrillator exhibited non sustained right ventricular oversensing due to post paced t-wave oversensing. Programming changes were discussed. No further information was available.

Event description:
New information received on (B)(6) 2017 states the programming changes were successfully made. The patient was stable prior, during and post event.